Manufacturer narrative:
Film evaluation results are: the exact cause of the left limb occlusion could not be determined from the pre-implant 3d recon and still angio images provided. Films during implant of the stent grafts and post implant follow up films were not available for review, and the blood flow dynamics could not be assessed from the still angio images provided. The occlusion may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the patient presented emergently with left limb occlusion. The occlusion extended to the flow divider. The patient was treated. The physician used high pressure pulse pta from the flow divider to the distal margin of the left limb. Then the physician let the pta sit in the clot for 25 minutes. High pressure pta just distal to the stent graft was done to try to obtain a patent hypo. The physician decided to place a 12x80x80 self-expanding stent in the distal limb extension into the left external iliac artery; however, a clot was still apparent at the level of the left hypo. The physician decided to do another angio jet within the recently placed stent. A final flush angiogram was performed to ensure that both limbs were patent. The patient currently has good bilateral pulse in all extremities and the patient will continue to be monitored. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.